Event description:
Additional information received from the health care professional reported that the cause of the uti was unknown but it was possible that the patient had the uti before the device was implanted. It was unknown if the uti was related to the device/ therapy and no actions/ interventions were reported as the patient did not come into this doctor&#38112;office for treatment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0usuj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she may have made changes to her normal fluid intake and also mentioned that there was a possibility that she might have a urinary tract infection (uti). The patient was going to follow-up with their health care professional (hcp) to confirm or rule out the uti. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause of the uti, relation to the therapy/device, or actions/interventions taken were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.